Manufacturer narrative:
H6; the reported event, for blade breakge, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. H3 other text : device not available for return.

Event description:
It was reported that during a surgical procedure, it was noted that the blade sounded unusually loud and on inspection, the saw blade where it attaches to the handpiece was broken. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the reported blade involved with this event was returned for evaluation and the reported failure of blade breakage was confirmed. The blade was evaluated by product engineering who concluded that the wear to the teeth and indentations along the side of the blade would suggest that the blade did come into contact with metal while cutting. The sudden impact of the blade coming into contact with cut guides/ surgical instruments could have caused the mount tab to fracture at the mount. The bend present in the blade is evidence of deformation due to an excessive force / torque applied to the blade. This excessive force could have caused the mounts to fracture. The instruction for use(IFU) for handpieces for use with this blade contain the following warning; "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures."

Event description:
It was reported that during a surgical procedure, it was noted that the blade sounded unusually loud and on inspection, the saw blade where it attaches to the handpiece was broken. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that the blade sounded unusually loud and on inspection, the saw blade where it attaches to the handpiece was broken. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.